Event description:
Exhaust hose ruptured during surgery. There was a sudden loud pop. It was later determined the exhaust hose of the motor had ruptured. The motor hose was clamped about 6 feet from the area where the rupture occurred. Surgical staff did not believe the clamping caused any significant restriction in the exhaust hose. There was no pt impact.